Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the malposition of the valve and complete heart block post valve deployment cannot be confirmed. However, the patient¿s anatomy, in addition to procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the event.

Event description:
During a tavr procedure, following the too ventricular placement of a 23mm sapien 3 valve, function of the mechanical mitral valve was inhibited. The sapien 3 valve was explanted and a surgical valve was implanted. Following balloon aortic valvuloplasty, the sapien 3 valve was deployed in a 50:50 a/v position with mild to moderate paravalvular leak (pvl). Post dilation of the valve was performed with an additional 1cc of volume. Following the post dilation, the patient developed 3rd degree heart block / complete heart block. Temporary pacing was initiated and the patient¿s rhythm returned. Approximately 5 minutes post valve deployment, x-ray imaging noted that the disc of the mechanical mitral valve was impinged and not moving well. The patient was intubated and placed on cardiopulmonary bypass. The procedure was converted to open surgery. It was confirmed that the sapien 3 valve had ¿pushed some tissue from the aortomitral curtain¿ slightly underneath the mitral valve, inhibiting the disc from moving. The sapien 3 valve was explanted, restoring movement to the mitral valve disc, and a surgical aortic valve was implanted. At the completion of the procedure, both the mitral valve and the aortic valve were functioning normally. As of postoperative day (pod) 1, the patient is doing well. The native annular diameter measured 18.4mm x 23.8mm by CT with a valve area of 372mm2. It was perceived that the malposition of the valve was likely caused by the patient's anatomy. The low deployment position of the valve caused the impingement of the mechanical mitral valve disc.